Event description:
It was reported by the sales rep. That the pump caused interference on the EKG monitor during case. The case was completed using pump with no patient consequence. The sales rep stated that the same issue was noticed on the last several cases using different pumps. See also associated MDR 1221934-2008-00331

Manufacturer narrative:
Mitek is, at this point in time, awaiting receipt of the complaint device towards conducting an evaluation. Upon completion of the investigation, the resulting conclusions will be the subject matter of a follow-up report.